Event description:
Report 2 of 2: it was reported while using bd vacutainer® c&s transfer straw kit, an unspecified number of stoppers get stuck in the urine transfer straw holder and cause sample leakage. Short volume samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd received three photos for investigation, which were evaluated and do show a stopper in the holder of the transfer device. Additionally, ten retained samples were visually inspected with no issues being identified with the stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pullout based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® c&s transfer straw kit, an unspecified number of stoppers get stuck in the urine transfer straw holder and cause sample leakage. Short volume samples were recollected. There was no other health impact or consequences reported.